Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient. The hcp reported that the patient¿s implantable neurostimulator (ins) was exposed, as there was wound dehiscence. It was stated that the patient was hospitalized and is in rehab. The patient¿s system was explanted and discarded. No further complications were reported or anticipated. Indication for use is unknown.